Event description:
Hi, my name is (B)(6) from (B)(6). I'm a right hearted human called dextrocardia. I went to (B)(6) hospital at (B)(6) because I was having loss of breath and it felt like I was having a heart attack. Well, the nurse ordered an EKG machine read on my heart and the EKG machine had a left heart human on it and glow if the heart came on right. Well, my heart didn't glow which is right, but he kept putting it on me knowing I told them I'm right hearted they did it anyway. Can you give me the letter to sue the company that sold them this product?